Event description:
After the package was opened, the physician noted that the distal end of the stent was already exposed. The outer sheath was tightly locked, and there was no other anomalies noted in the package. The product was not used for the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.